Manufacturer narrative:
No autopsy was performed and the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not explanted and cannot be returned for evaluation. A correlation between the device and the patient's outcome could not be determined. Although no specific device related issues were reported, the instructions for use lists death as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information provided indicated that it is unclear whether the event was device related. No other events were reported prior to the patient's outcome throughout approximately one year on vad support. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found dead at home. No further information was available.